Manufacturer narrative:
Cmpl (B)(4) d10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the abdomen, which is off label usage of the device. Date of event is an approximation. The patient stated she was in the hospital on approximately (B)(6) 2024 due to diabetic ketoacidosis (dka). She reported that her sensor failed but it was not a ¿sensor failed¿ error. During the event, the patient experienced vomiting and called an ambulance. The patient stated she was in a ¿coma¿ did not know what the cgm reading was despite reporting that the sensor had failed. At the time of follow up contact on (B)(6) 2024, the patient stated that she was still in the hospital. During the initial and follow up contact, the patient refused to provide event details. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.